Event description:
Pt reported that their blood glucose was rising about 75 points per hour (blood glucose peaked at 400 mg/dl). Pt went to ER where their blood glucose tested at 420-450 mg/dl--pt was admitted to hospital and treated with IV insulin. Pt was discharged from hospital the following day.